Event description:
(B)(4) I had essure implanted since late 2011, since then: headaches, fatigue, tremors of the hands and legs, sharp abdominal pain, panic attacks, depression, dental disintegration, anxiety, painful intercourse, cystic acne, swollen abdomen. Device was provided by insurance.